Manufacturer narrative:
Results: a review of the device history record revealed no irregularities during the manufacture of the reported lot # 6180339. Were received photos of the claimed product (attached) and after analysis of the bd USA and according to the visual analysis of these photos, it was possible to confirm the presence of foreign matter on the catheter. Conclusion: according to studies and plans to reduce foreign matter complaints made by (B)(4), it can be determined after analyzing the photos that the most probable source for this type of foreign matter may be present due to the following situation. When the catheter is pointed, they get exposed on shelves that had not all the protections, and because they are in a place of people pass, it was likely that some airborne particles would reach the catheter that has silicone along its surface, as evidenced during internal investigations. Without the actual sample an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the catheter tip of a 24g x 0.75in (0.7 x 19 mm) angiocath before use. No injury or medical intervention.